Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-1927bcf-475 biocomposite corkscrew ft tripleplay pulled out after insertion. The case was completed using another ar-1927bcf-475 biocomposite corkscrew ft tripleplay. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.